Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose. Blood glucose reading was 1.1 mmol/l at the time of event. Customer was treated with food for their low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode feature. Customer was neither in emergency room, nor admitted into hospital, nor emergency medical service was dispatched as a result of low blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.